Event description:
Pliers are sluggish. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual examination of the rod impression pliers has shown that the guiding roll in the handle recess is broken off. It is impossible for us to reconstruct this damage because no detailed information has been provided. It is possible that the break was caused by excessive mechanical stress and this has now led to sluggishness. The complaint has been determined to be indeterminate. (B)(6).